Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. The reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider replaced the control printed circuit board (pcb) to troubleshoot and the problem was solved.

Event description:
It was reported that a ventilator generated an integrated power pac failure error message. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to an issue with the power source failure. If information is provided in the future, a supplemental report will be issued.